Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an event involved a medfusion 4000 syringe infusion pump. Upon investigation the reported event of travel course error was confirmed. There was no patient involvement, and no patient harm reported.